Event description:
The IV tubing was on the patient, set up to infuse etoposide 2400mg in an unspecified amount of normal saline over 120 minutes. At some unspecified time after the infusion was set up, the IV tubing set reportedly "broke between the sight chamber and the connecting tubing." It was reported that some of the cytotoxic drug spilled on the nurse's hand, and "visibly, there is no tissue injury to the nurse. Nil medication is required. Followed the hospital's protocol by washing hands with an antiseptic solution, chlorhexidine, under cool running water." The set reportedly was replaced and the infusion was resumed. There was no reported drugs spillage on the patient. Though requested, no further information was available.